Event description:
It was reported that during change out due to normal eri, externalized conductors were observed. No capture and low impedance were also noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.